Event description:
Pressure setting of valve was too low for the pt's intercranial pressure. Dr also complained of significant adhesion surrounding the valve. Product was believed to have been explanted on 8/14/1998 or 8/17/1998 after having been implanted for approx one week. Was replaced with a performance level 2 delta valve.